Event description:
It was reported facility has been placing PICC lines from 2014 with the same technique. Last PICC placements from left side (left arm) have faced the same problem ¿the last three catheters from the same lot have been curled from the end even if the internal stiffening stylet has been disconnected properly with slow technique.¿ this report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3822 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in finland.